Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. Per data log analysis, the system was powered up and the perfusion screen turned on. The gas system calibrated which indicated that the central control monitor (ccm) was still good. After a few minutes the system ungracefully power cycled. This could be where the screen went black. The ccm was still logging and none of the pumps reported were missing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the issue. He verified that the voltages were within specified ranges, checked for possible loose connections in which he found none and downloaded logs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) went black and shut off. As a result, the system was powered down and rebooted normally. The device functioned normal throughout the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.